Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on an 840 ventilator, the device displayed a device failure error. The ventilator was replaced. The patient was not harmed or injured as a result of the event. The field service engineer verified the reported incident and replaced the gui (graphical user interface) cpu (central processing unit). Unit passed complete performance verification tests.